Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af), a farawave pulsed field ablation catheter 31mm was selected for use. The farawave catheter was prepared following the normal procedures. The catheter was connected to the farastar cable and the continuous flush line (via a pressure bag) was connected to the flush port on the procedure table. During insertion, while the physician had paused to withdraw air and flush the faradrive sheath per the normal protocol. Heparinized saline was noticed to be leaking from the flush port. The physician and scrub tech ensured the connection was tight, but fluid was still leaking. Next, the flush line was removed, and the clear hub of the flush port came off the catheter. The catheter was slowly withdrawn from the faradrive sheath, and a new catheter was opened and used to complete the procedure successfully. No air was observed in the patient. No patient complications were reported. The device has been returned and is pending analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be separated, and the flush port was not returned. A guidewire was inserted into the catheter, and the catheter was deployed to basket successfully. Subsequently, a flushing test was not possible because the strain relief/luer were separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen. The reported flush port detachment was confirmed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af), a farawave pulsed field ablation catheter 31mm was selected for use. The farawave catheter was prepared following the normal procedures. The catheter was connected to the farastar cable and the continuous flush line (via a pressure bag) was connected to the flush port on the procedure table. During insertion, while the physician had paused to withdraw air and flush the faradrive sheath per the normal protocol. Heparinized saline was noticed to be leaking from the flush port. The physician and scrub tech ensured the connection was tight, but fluid was still leaking. Next, the flush line was removed, and the clear hub of the flush port came off the catheter. The catheter was slowly withdrawn from the faradrive sheath, and a new catheter was opened and used to complete the procedure successfully. No air was observed in the patient. No patient complications were reported. The device has been returned for analysis.